Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said that about six months ago she started having to charge her ins every 3 to 4 days (previously she charged every weeks or so) and now for the past two months she has to charge her ins every two days. The patient said that she gets full coupling bars and she has her stimulation turned off when she charges her ins. The patient said it also takes a long time for her ins to charge. The patient's external equipment seems to be working as expected. No further complications were reported. No patient symptoms were reported.